Event description:
The customer reported that pacing would not capture. There was no negative pt impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.